Event description:
It was reported that during a meniscus repair surgery t1 and t2 deployed simultaneously. Both t´s were removed from meniscus. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: one fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. T1, t2 and suture were not returned. The delivery needle displayed damage. It was twisted toward the left, bent toward the right quite flattened. The depth limiter was attached. The device still cycled and actuated properly despite disfigurement. Per instruction for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. No root cause related to the manufacture of the device was confirmed. Complaint history review indicated similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution.